Event description:
Related manufacturer reference number: 2017865-2022-39254. It was reported that the pacing patient presented for follow-up after syncopal episodes. Upon interrogation, there was no sensing or capture through the right ventricular lead. A chest x-ray was unremarkable. The patient was scheduled for lead revision on 08 sep 2022 where the lead was capped and replaced. The initial replacement lead was repositioned multiple times, and ultimately not used as the physician believed there was some damage to the helix. A new lead was used instead and implanted successfully. The patient was stable.